Manufacturer narrative:
Section d4, d7, h3, h4: correction manufacturer's investigation conclusion: heartmate ii lvas, serial number (B)(6), was returned and investigated in (B)(6) 2015 under MFR # 2916596-2015-00623. The evaluation of (B)(6) , did not confirm the report of pump thrombosis. The pump returned assembled with the percutaneous lead cut approximately 2¿ from the pump housing and the severed portion of the lead did return. The sealed inflow conduit, sealed outflow graft, and outflow graft bend relief did not return. The outlet elbow returned attached to the pump outlet port. Upon disassembly of (B)(6), the blood-contacting surfaces were free of deposition. The pump was cleaned and the bearings, rotor and blood contacting surfaces were examined under a microscope; no anomalies were observed that would have contributed to a functional issue. The returned portions of the driveline were evaluated and tested. Due to the confirmation of driveline wire damage, (B)(6) was not functionally tested using a mock circulatory loop (reference MFR # 2916596-2015-00623). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: correction for device serial number and UDI.

Manufacturer narrative:
This event and investigation were originally reported under MFR. Report #2916596-2015-00623. The information regarding thrombus is additional information.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient called the lvad coordinator to report intermittent red heart and low flow alarms. The patient was advised to go to the hospital to have the device checked. On the way to the hospital the pump turned off completely. Upon arrival in the ER, the patient's device was checked and because the pump at that point had been off for over 20 minutes, the system controller was disconnected from the drive line. A review of the data log file noted several pump stoppage events were recorded, all while the patient was on battery power. The patient was reportedly asymptomatic. On (B)(6) 2015, the patient received a pump exchange. It was reported that only the pump motor was exchanged, while the original inflow conduit and outflow graft remained in place. Additional information: it was reported the patient underwent a pump exchange in 2015 due to device failure and pump thrombosis. No additional information was reported.